Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. Paramedics had been dispatched to respond to customer. The customer had been treated with glucagon shot and their levels had gone back up. The customer declined further low blood glucose troubleshoot.